Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoidectomy procedure, the device delivered an incomplete staple line. A like device was used to complete the procedure. There was no reported patient consequence.